Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that during a case, the system alarmed for flow sensor failure and mechanical ventilation was not available. There was no report of injury to the patient.

Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 5/13/2016 - phone, 5/17/2016 - voicemail, 5/20/2016 - voicemail. Ge healthcare provided remote technical troubleshooting assistance to this customer. The customer has been provided with sufficient information to repair the device. The repair of the device is the responsibility of the customer.